Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the sheath tip of a micropuncture transitionless access set split when inserting the device into the patient's femoral artery. Resistance was noted when inserting the device into the patient. Another device was used to complete the procedure without further issues. No adverse to the patient were reported. The patient has recovered.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the sheath tip of a micropuncture transitionless access set split when inserting the device into the patient's femoral artery. Resistance was noted when inserting the device into the patient. Another device was used to complete the procedure without further issues. No adverse to the patient were reported. The patient has recovered. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), drawing, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. In response to this incident, cook completed a review of the DHR. The DHR for the associated lot and sub-assembly lot had no relevant non-conformances. A database search for complaints on reported device lot found no additional complaints reported from the field. The device history record review provides objective evidence that the device was manufactured to specification. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ ¿do not attempt to insert or withdraw the wire guide and/ or introducer of resistance is felt.¿ cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.